Event description:
The customer ordered a therapy pca with no allegation of malfunction. The customer eventually returned their old therapy pca. Failure analysis was performed. The defibrillator on which it was tested failed to power up. The defibrillator eventually powered up, but then died. There was no patient involvement.